Event description:
It was reported that the patient presented for 3t magnetic resonance imaging (MRI) scan. During the procedure the patient experienced the implantable cardioverter defibrillator (ICD) heating which resulted in tissue damage and discomfort at the implant pocket. The right ventricular lead also exhibited heating resulting in tissue damage. No further information was available.